Event description:
It was reported while in use on a patient, an 840 ventilator's upper display was erratic. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The customer replaced the gui cpu (graphical user interface, central processing unit) and had requested a service engineer to install software. Unit passes sst, est, electrical safety test, all calibrations and performance verification according to the manufacturer's specifications at time of service.